Event description:
It was reported that a (B)(6) male patient, underwent a paroxysmal atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and the day after the procedure presented chest and back pain which was treated with non-steroid anti-inflammatory medication. Nevertheless, 20 days later the patient suffered septic shock. Chest computed tomography was performed and esophageal perforation was observed at the level of the left atrium with mediastinal air for which medication was administered and subtotal esophagectomy and gastrostomy were performed. Bwi followed up to obtain additional information and it was noticed that patient was diagnosed with esophageal fistula and also suffered from a cerebrovascular accident which required from rehabilitation. The patient¿s medical history is unknown. The patient was reported to be fully recovered at the time the complaint was reported. Settings during the event include: power of 25 watts with 30 second ablation. The awareness date for this record is (B)(6) 2015 because the information was got by the conference presentation at the annual meeting of the (B)(6) circulation society on this date.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) review cannot be conducted because no asset information was provided by the customer. Since the serial number is unknown, the full UDI number cannot be provided. Manufacturer's reference # (B)(4) is related to the same event. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that a (B)(6) male patient, underwent a paroxysmal atrial fibrillation procedure with a stockert ep-shuttle radio frequency generator and the day after the procedure presented chest and back pain which was treated with non-steroid anti-inflammatory medication. Nevertheless, 20 days later, the patient suffered septic shock. Chest computed tomography was performed and esophageal perforation was observed at the level of the left atrium with mediastinal air for which medication was administered and subtotal esophagectomy and gastrostomy were performed. Bwi followed up to obtain additional information and it was noticed that patient was diagnosed with esophageal fistula and also suffered from a cerebrovascular accident which required from rehabilitation. The patient¿s medical history is unknown. The patient was reported to be fully recovered at the time the complaint was reported. Settings during the event include: power of 25 watts with 30 second ablation. The device history record (DHR) review cannot be conducted because no serial number was provided by the customer. The investigational analysis has been completed. Repair follow-up was performed and service was declined. The system does not need repair.